Event description:
Clinical study. It was reported that 1744 days after a coronary artery stenting procedure the patient experienced restenosis. The lesion being treated was located in the proximal left anterior descending (prox lad) artery. The pt was initially treated with brachytherapy and placement of a non-study 3.00x32mm taxus express2 stent. A pci was reported by the pt during his 5 year follow-up call and stated that the procedure "occurred above he study stent". Treatment consisted of pre-dilatation, placement of a 3.5x13mm non bsc stent and post-dilatation. Residual stenosis was 0%. No additional information is available and records have been requested from the outlying facility.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information rom that review, a supplemental medwatch will be filed.